Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was 430 mg/dl. Troubleshooting for device exposed to fluid was performed. Customer advised rain poured down all over the insulin pump and a constant tone occurred. Customer advised the buttons on the insulin pump also got stuck, they replaced the battery and received a battery out limit alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.